Manufacturer narrative:
E1. Initial reporter facility name: (B)(6)hospital affiliated to (B)(6)h3. Bd received 20 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for underfill was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® k2e 3.6mg plus blood collection tubes, 2 tubes underfilled. The patient sample was recollected.